Manufacturer narrative:
(B)(4). The lot 13b018 was manufactured february 7, 2013 - february 8, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. The reported condition could not be confirmed, therefore no cause could be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The sample was received for evaluation. A visual and microscopic inspection were performed. There was no evidence that there was a loose or separated "red part". The red coiled cap was found to be completely intact. Therefore, the reported separated/loose condition was not confirmed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that an infusors ¿red part¿ (cap) became detached. This malfunction occurred during filling. There was no patient involvement. No additional information is available.